Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a primary audible alarm. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a old software. Repaired by updating software. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported device encountered primary audible alarm bgnd test during testing. Confirmed customer report of primary audible alarm during review of device log. Visual and functional testing was performed. Review of event log found primary audible alarm. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair. Tprobable cause of error is due to old software. Repaired by updating software to v1.6.5.

Event description:
It was reported that during testing the device encountered primary audible alarm bgnd test error code. There were no patient involvement and patient harm.